Event description:
The customer reported that a monitor fell from its mount. No pt harm was reported.

Manufacturer narrative:
(B)(4). The customer reported that a monitor fell from its mount. No pt harm was reported. The available info is not sufficient to identify any device problem. Philips is in the process of obtaining additional info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.